Event description:
As reported, the anastaflo intravascular shunt shows a bulge in the middle that bothers the practitioner during the placement. Five units of the same batch number are not in compliance. There was no reported patient injury.

Manufacturer narrative:
Device evaluation: the shunt was visually inspected and found an excessive use of adhesive appeared in the middle of the shunt shaft. There were no observed variations in the diameter of the tube. However the adhesive used to secure the tether to shunt, was large. The root cause is that excess adhesive was added to the shunt during the manufacturing of the device. Edwards will assess the patient risk due to this failure mode and will add inspection controls as needed around the amount of adhesive that can be used to attach the tether to the shunt. Manufacturing records were reviewed and there were no nonconformances associated with this lot. Trends will continue to be monitored on a monthly basis and if further action is required, appropriate investigation will be performed.

Manufacturer narrative:
Increased trend received due to excessive adhesive on the intravascular shunts. The defect was confirmed, and a manufacturing defect was confirmed. The root cause is that excess adhesive was added to the shunt during the manufacturing of the device. A supplier and edwards¿s corrective action have been open and are currently under investigation. A product recall has been initiated due to this event. The device use aligned with the intended use of the design. The labeling and IFU contain adequate warnings. The lot history was reviewed, and there were no related ncrs. From july 01, 2011 to july 29, 2013 the complaint trend was found to be out of control. Trends will continue to be monitored through edwards¿s quality systems.